Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported; "surgeon scheduled a revision surgery with the stryker representative. During the surgery, it was determined that the baseplate/screw/glenosphere construct was loose. One screw was broken. The glenoid baseplate/glenosphere/screws were explanted. The cup/poly construct was explanted from the humeral side. A 36mm stryker cup/poly construct was replaced on the humeral stem."

Manufacturer narrative:
Please note correction to d9/h3. The received x-ray was reviewed. The breakage of one peripheral screw can be confirmed; however, loosening of the other screws cannot be confirmed based on the x-ray. The affected device was not returned, therefore no further evaluation is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported; "surgeon scheduled a revision surgery with the stryker representative. During the surgery, it was determined that the baseplate/screw/glenosphere construct was loose. One screw was broken. The glenoid baseplate/glenosphere/screws were explanted. The cup/poly construct was explanted from the humeral side. A 36mm stryker cup/poly construct was replaced on the humeral stem."